Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es, the multiple devices downloads stopped on our hsv (health sight viewer). The customer stated that the malfunction occurred during the user issuing medication to patient. However, there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that windows time not set to auto start. A technical support specialist set the windows time to auto start as per knowledge article ¿ device with download stopped notice reoccurs¿, then checked and confirmed the time was behind 10 minutes for all 8 devices and updated the time. The system functioned as intended after the technical support specialist troubleshot the device.